Manufacturer narrative:
H2) correction: b5-b7 corrected.

Event description:
It was reported that the device turned on and off. There was unknown patient involvement, and unknown signs or symptoms experienced.

Event description:
It was reported that the device turned on and off. There was no patient involvement.

Manufacturer narrative:
H6: investigation including root cause analysis is in progress. A supplemental MDR will be filed as necessary in accordance with 21 cfr 803.56 when additional information becomes available.